Manufacturer narrative:
Conclusions: device not returned, an evaluation will not be performed, device discarded, unable to follow-up, no conclusion can be drawn (for root cause regarding suspect device). A similar complaint review found that there are no more complaints reported for lot 9446550. The april 2007 rolling 15 month complaint trend chart was reviewed for the product family. No adverse trends were noted. Further, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.

Event description:
The complainant has reported that a female patient (age unknown) underwent a colonoscopy procedure involving a biopsy using radial jaw 4 biopsy forceps device. It was reported that the physician "took a bite from the rectum area and the patient was brought back to the recovery area". During recovery, "a significant amount of blood (was) coming from the patient." The patient was rescoped and a bleed was noted as originating from the biopsy site. The physician utilized a gold probe electrocautery device to cauterize the bleed site and successfully completed the case. No other complainants or adverse effects were reported as a result of this event.